Event description:
It is reported that the customer is getting a calibration error on her insulin pump. She changed the sensor in the morning and got a calibration error the evening. The patient's blood glucose level was at 227 mg/dl. Customer states that she calibrated with 277 mg/dl and understood it was not a good number to calibrate the device, but due to time constraints went ahead and did so anyway. Patient was helped with trouble shooting and was helped with her issue. However, the customer discovered that her cannula was bent. The customer was informed that the serter and the infusion set will be replaced and shipped to her. Customer called back stating she was getting calibration errors and sensor errors. Customer states she calibrated the device to 116 mg/dl and yet again she has a calibration error and she was not sleeping on the device. . Customer was offered to trouble shoot but the customer hung up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.